Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vag infection") and vaginal discharge ("vag discharge"). The patient was treated with surgery ((surgical removal of coils, hysterectomy -uterus + cervix)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, psychological trauma, cystitis, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient has received treatment for event pain, anormal bleeding, migration, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become serious incident, newly added events- pain, abnormal bleeding, psychological injury, bladder problems, urinary problems, bladder infection, uti, vag. Infection, vag. Discharge. Lab data added. Date of removal of essure added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the cornua is approximately a 0.5 cm length x 0.2 cm in diameter coil of shiny metallic like material.'), device dislocation ('migration') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12265648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, cramp in lower abdomen, urinary tract infection, appendectomy, cholecystectomy, endometriosis, menstrual disorder, bleeding genital, ruptured appendix, dysfunctional uterine bleeding, right lower quadrant pain, phlebitis, mucosal erosion, menometrorrhagia and anaemia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vag infection") and vaginal discharge ("vag discharge"). The patient was treated with surgery ((surgical removal of coils, hysterectomy -uterus + cervix), removal of right essure coil. And endometrial ablation). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the embedded device, device dislocation, psychological trauma, cystitis, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device dislocation, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient has received treament for event pain, anormal bleeding, migration, bladder/urinary problems. Left fallopian tube: the device was deployed but no coils could be seen trailing into the endometrial cavity. Right fallopian tube: the device was deployed in the right fallopian tube without difficulty with three coils evident. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: contrast fills the endometrial cavity but there is no filling of the fallopian tubes with contrast. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 1-apr-2021: medical record received: event: 'embedded in the cornua is approximately a 0.5 cm length x 0.2 cm in diameter coil of shiny metallic like material.' Was added. Lot number, medical history, lab data, patient's date of birth, patient's aka name, reporter information were added. Previously reported event 'genital hemorrhage' was made medical significant and intervention required due to added surgery. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the cornua is approximately a 0.5 cm length x 0.2 cm in diameter coil of shiny metallic like material.'), device dislocation ('migration') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12265648 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, cramp in lower abdomen, urinary tract infection, appendectomy, cholecystectomy, endometriosis, menstrual disorder, bleeding genital, ruptured appendix, dysfunctional uterine bleeding, right lower quadrant pain, phlebitis, mucosal erosion, menometrorrhagia and anaemia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vag infection") and vaginal discharge ("vag discharge"). The patient was treated with surgery ((surgical removal of coils, hysterectomy -uterus + cervix), removal of right essure coil. And endometrial ablation). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the embedded device, device dislocation, psychological trauma, cystitis, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device dislocation, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient has received treament for event pain, anormal bleeding, migration, bladder/urinary problems. Left fallopian tube: the device was deployed but no coils could be seen trailing into the endometrial cavity. Right fallopian tube: the device was deployed in the right fallopian tube without difficulty with three coils evident. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: contrast fills the endometrial cavity but there is no filling of the fallopian tubes with contrast. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 14-apr-2021: update of information (batch is inv) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the cornua is approximately a 0.5 cm length x 0.2 cm in diameter coil of shiny metallic like material'), device dislocation ('migration') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12265648 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, cramp in lower abdomen, urinary tract infection, appendectomy, cholecystectomy, endometriosis, menstrual disorder, bleeding genital, ruptured appendix, dysfunctional uterine bleeding, right lower quadrant pain, phlebitis, mucosal erosion, menometrorrhagia and anaemia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vag discharge"), vaginal infection ("vag infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (removal of right essure coil, surgical removal of coils, hysterectomy -uterus + cervix and endometrial ablation). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the embedded device, device dislocation, vaginal discharge, vaginal infection, cystitis and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, cystitis, device dislocation, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient has received treatment for event pain, abnormal bleeding, migration, bladder/urinary problems. Left fallopian tube: the device was deployed but no coils could be seen trailing into the endometrial cavity. Right fallopian tube: the device was deployed in the right fallopian tube without difficulty with 3 coils evident. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: contrast fills the endometrial cavity but there is no filling of the fallopian tubes with contrast. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.